Manufacturer narrative:
Date of event was unknown. The customer's reported problem was verified by visual and functional testing. The reported issue was caused by membrane switch failure. Membrane switches and related components were replaced to correct issue. The device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device seemed to have poor warming. There was no patient harm reported as a result of the event.